Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aorta aneurysm. It was reported that a CT revealed a type iii fabric endoleak coming from the proximal valiant 46x46x200 stent graft. The angiogram performed revealed a fractured spring in the proximal portion of the same stent graft. The physician elected to implant another valiant 46x46x200 stent graft. The procedure was done with no complications; the valiant stent graft was placed at the proximal portion of the existing graft which was placed at the left carotid artery. The type iii endoleak was resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.